Event description:
Customer reported a "history jump" during treatment. Incorrect weight change on the screen. The pt remained stable, fluid removal continued at rate set but the screen had a higher rate, instead of 0, it showed 269 ml's on the screen. The pt was set for 60 and that was the amount of fluid removed.